Event description:
Reportedly, the surgeon fired the instrument and the staples did not form properly so the common stab wound was not closed. The surgeon converted the bowel anastomosis to a colostomy.